Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states that her raised toilet seat tipped off the toilet while she was on it and she almost fell. States that the tabs on the toilet seat did not grab the seat correctly. MDR filed.